Event description:
It was reported that the customer had a keypad anomaly on the insulin pump. The customer's blood glucose level was 151 mg/dl. The customer stated that whey trying to put in blood glucose for bolus or trying manual bolus, insulin pump up and down arrows are stuck and just keeps scrolling numbers, cannot press esc when this is happening. The troubleshooting was performed. The customer was advised that the insulin pump need to be replaced. The patient was advised to discontinue use of the insulin pump and revert to a back up plan per healthcare provider instruction.

Manufacturer narrative:
Insulin pump received with intermittent button response due to corroded keypad traces. Insulin pump received with cracked reservoir tube lip, cracked battery tube threads, minor scratched lcd window, scratched reservoir tube window and missing end cap sticker.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.